Event description:
Eleven months ago, the doctor implanted the venaflo centerflex graft in the pt's thigh. There was the usual associated edema post-operatively that caused no concern. After 3 months the pt returned with a badly swollen leg which was reduced by aspiration. Two months later the pt presented with a further swelling. By january of this year the swelling was pronounced and aspiration did not work. The graft was investigated and a large seroma had formed around the graft with a large gelatinous mass. The affected area of the graft was excised and a piece of eptfe re-inserted. The graft is again cannulation well.